Event description:
On sunday, 09/19/1999, at 4 pm, the customer obtained a meter reading of 66mg/dl, so he ate a sandwich and some cake. Three hours later(7 pm) and his blood glucose was still only 73mg/dl, so he ate more cake and ice cream. At midnight, the customer checked his blood glucose again and it was 75mg/dl. He was feeling dizzy and light headed, so he decided to go to the emergency room. At the ER, approx 15 minutes later, the hosp meter read 460mg/dl and lab result came back 560mg/dl. He was given an insulin IV.